Manufacturer narrative:
Evaluation of the returned smart coil revealed that the embolization coil was detached from the pusher assembly and not returned for evaluation; therefore, the reported complaint could not be confirmed. Evaluation revealed that the pet lock was separated, and the pull wire was retracted out the pusher assembly and was fractured. Further evaluation revealed that the braided shaft on the distal shaft of the pusher assembly was delaminated. The cause of this damage could not be determined; however, this damage may have contributed to the detachment issue during the procedure. Further evaluation also revealed bends and kinks throughout the length of the pusher assembly. This damage was likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Evaluation of the returned handle revealed an undamaged, functional device. The handle was used to detach a demonstration smart coil without an issue. Due to the return condition of the complaint smart coil, the root cause of the detachment issue during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2021-02585. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-02585.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coil (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician attempted to detach the smart coil using the handle; however, the smart coil failed to detach. Therefore, the smart coil was removed. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.